Event description:
It was reported that the tubing became disconnected between the pump segment and the safety clamp during infusion of propofol and there was a leak. The medication was being infused at 10mg/ml at the time of the event. There was no patient harm reported.

Manufacturer narrative:
The customer complaint of the IV tubing being separated and leaking was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the lower fitment. The expected retainer ring for the lower fitment and silicone segment connection was still intact. At some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s lower fitment. However, the root cause of the separation could not be definitively determined.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the needle - free connector of the primary IV tubing separated during infusion of propofol and there was a leak. The medication was being infused at 10mg/ml at the time of the event. There was no patient harm.